Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) was hospitalized following a syncopal event. While in the hospital, the physician noted pauses in pacing, including one observation where the pause was greater than two seconds. Measurements on the non-boston scientific right atrial (ra) and right ventricular (rv) leads were normal; however, noise was observed in pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) episodes. Noise could be reproduced only during pocket manipulation. X-rays did not reveal any lead anomalies. Device data was submitted to technical services for review. In addition to the noise oversensing, resulting in inhibited pacing, technical services also found signal artifact monitor (sam) episodes showing minute ventilation (mv) sensor noise on the rv lead and high, out-of-range pacing impedance measurements on the ra lead. Technical services discussed potential lead impairment as the cause of the observations, as it was reported that the competitors leads were implanted since 1997; also, potential connection issues between boston scientific devices and non-boston scientific leads could result in the mv sensor noise. The field representative reported the physician was planning to send the patient to another facility for a lead revision. This was performed two weeks later, where a new rate/sense lead and a new crt-p device were implanted. No additional adverse patient effects were reported.